Event description:
It was reported that multiple cartridges were leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Cause was not known. Customer addressed the elevated bg by manual insulin injection. As well, as that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.